Manufacturer narrative:
(B)(4). The returned valve was patent and passed siphon, reflux and leak testing. The device performance did not meet all established specifications for pressure-flow and preimplantation testing. The inlet connector was partially crushed, had a radial constriction in the middle, and there were gouges on the tip. It is unknown how or when this damage occurred, but the compromised shape of the connector may have contributed to the reported incident. The instructions for use that accompany the device caution that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system". A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was not working properly. According to the report, the proximal catheter dislodged from the valve while implanted in the patient, and the doctor suspected that a valve malfunction may have caused this.